Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was ripped off the electrode was stuck in the body. The customer's blood glucose level was unknown. They stated that they inserted a new sensor and sensor signal was not found. The health care professional was informed that the electrode will be dissolved in the body. The sensor will be returned for analysis.